Event description:
The plaintiff's atty alleged that the decedent experienced cardiovascular event on or about (B)(6) 2009 and subsequently expired after use of the product.

Manufacturer narrative:
This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-07015, 1225714-2014-07016 and 2937457-2014-01809.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.